Event description:
A physician reported that an essure micro-insert failed to detach from the handle after completion of all placement steps. After attempting troubleshooting techniques to no avail the physician found it necessary to take the pt to a hosp operating room where the pt was administered general anesthesia. The micro-insert detached from the handle after pt was given anesthesia. It was reported the pt was doing well following the procedure.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.